Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (88% stenosis degree) in a mildly tortuous segment of the distal rca. The stent dislodged inside the vessel during the attempt to cross the lesion. The dislodged stent was left inside the disltal rca ans subsequently another orsiro missien stent was implanted at the intenden target location.